Event description:
It was reported that during a colon resection there was a faultering ace+7; device activated without pressing the activation button. The device was discarded. The procedure was completed successfully.

Manufacturer narrative:
(B)(4). Date sent: 5/2/2025. D4 batch #: m9ae9a. Additional information was requested and the following was obtained: did the patient experience any adverse consequences due to this issue? No. An analysis of the product could not be performed since a physical sample was not received for evaluation. This is an analysis of a set of images submitted for evaluation. The images provided by the customer shows the packaging tyvek. The event described could not be confirmed as no detectable damage could be observed. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be observed during the photo analysis. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot/batch number m9ae9a, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.